Event description:
The st. Jude medical representative reported that the ICD was not sensing intrinsic ventricular events. The ICD was pacing at the programmed rate. The impedance and capture threshold measurements were good but the device could not measure r-wave. The battery voltage was found to be at eri.